Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were not conducted from the instructions for use (IFU). Based on the results of the investigation, the foreign material observed in the air water channel was unable to be identified. However, it was confirmed that the user uses simethicone via the biopsy channel. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from the biopsy channel and bending section cover; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited white foreign material inside air water channel. There were no reports of patient involvement.